Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition. During the explant procedure, lead insulation damage was observed at the proximal end of the rv lead.

Manufacturer narrative:
The reported event of sensing noise was confirmed and the reported event of insulation damage near the connector pin was not confirmed. As received, a complete lead was returned in two pieces. A visual inspection of the lead revealed internal insulation abrasion breaching the ring electrode cable lumen underneath the right ventricular shock coil. The ethylene tetrafluoroethylene (etfe) cable coating of one ring electrode cable was abraded in this location. The cause of the reported event was isolated to the internal insulation abrasion exposing the etfe cable coating of the one ring electrode cable under the right ventricular shock coil. A visual inspection revealed no damages near the connector pin.